Manufacturer narrative:
The equipment was received in vyaire facility for evaluation. The event trace was downloaded and the unit was placed on extended tests. No root cause has been determined at this time, since the investigation is still ongoing. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported increased breaths per minute while on a patient on the lap top ventilator 1200. The customer reported the patient was removed form the ventilator and was transferred to another device. The customer confirmed there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation: vyaire service technician was unable to duplicate the coming in for increased breaths per minute and the will not save date and time problem. The event trace contains no unusual alarm types or incident counts. All event trace entries are consistent with normal ventilator operation. All testing was performed using a good known test patient circuit as well as a good known ac adapter. Ventilator passed 120 hour extended tests at customer's settings. The ventilator failed the lap top ventilator final test due to an additional failure at pressure and oxygen test 3, the oxygen reading was out of specification at 60 percent. Confirmed that the date and time was reset but was able to save with the correct setting with no problem. Additional failure at pressure and oxygen test 3, the oxygen reading was out of specification at 60 percent. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.